Manufacturer narrative:
\Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient was having painful stimulation and an increase in seizures. System diagnostic results revealed high impedance. The patient¿s device was subsequently programmed off. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. The patient was in a car accident a few years ago and reported having pain in his chest and neck. The patient¿s device showed normal device function after the car accident until his recent office visit where high impedance was observed. The patient had up to five seizures per day prior to vns. The patient was doing well with vns and was almost seizure free with vns.